Manufacturer narrative:
(B)(4) the distributor agreed to try to calibrate the transducers in order to keep the unit in service. As of 08/12/2015, the distributor has not contacted carefusion for further assistance with this unit.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit that was alarming "high ext ppeak." The distributor did not provide any information as to whether the unit was on a patient at the time of the incident.

Manufacturer narrative:
The suspect gas delivery engine (gde) was not available for return at the time of the initial MDR submission. Results of investigation: the vyaire failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found no anomalies to the gde. The investigation did duplicate the customer event. The alarm conditions and device behavior has been identified with a railed expiratory pressure transducer component within the gde associated with a known field corrective action.